Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
A customer reported to vyaire medical two leads had come apart from the electrode, exposing the ends of the wires when removing the electrodes from an infant. This happened twice involving the same infant. The customer explained that the probe was not removed. After the monitor alarmed, they had un-swaddled the baby and found the lead was not attached to the gel sticky. No visible defects/damages noted on the probe prior to or during use.